Manufacturer narrative:
Additional information was received that the patient's thoracic back pain was not related to the stimulator and was resolved through reprogramming. No further course of action. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing thoracic back pain that radiated to the spine and head when the stimulator was activated. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing thoracic back pain that radiated to the spine and head when the stimulator was activated. The patient will undergo an explant procedure. No device malfunction was suspected.